Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dil cath: fortis 4.0x8mm, nc sprinter 4.5x15mm; guide wire: fielder fc; guide cath: ebu 3.0 6f. (B)(4). The stent remains in the vessel; the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. A conclusive cause for the reported device damaged by another device cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent was used to treat a large fistula arising from the left main (lm) coronary artery. After successfully deploying the 3.5 x 19 mm graftmaster in the lm at 16 atmospheres (atm), the fistula flow was decreased. During additional post-dilatation with non-abbott balloons, the stent became dislodged. The stent and a partially inflated non-abbott balloon were brought to the right brachial artery, where the stent was implanted. Notably, there was no reported vascular sequela. The patient remained hospitalized due to complications of heart failure and 3 days later a 4.5 x 18 mm graftmaster was implanted to treat the fistula, without issue. No additional information was provided.